Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following the intraocular lens implant surgery, the patient experienced blurry vision and refractive error. The iol was exchanged in a secondary procedure. No further information is expected.